Event description:
It was reported that a patient had acute pain at the pocket site. It was noted that this pain started on (B)(6) 2013. The patient stated that she mowed the lawn on (B)(6) 2013 but was unsure if this caused the pain. It was noted that the pocket site was not swollen or red, but it did feel abnormal. It was reported that the patient could feel ¿a few bolts or wires¿ and it felt like the implantable neurostimulator (ins) could be moved in the pocket site, but the patient didn¿t think it could flip. It was noted that having stimulation on or off did not affect the pain any differently, and the patient had the pain mostly when she turned certain ways. It was reported that the patient was ¿just walking¿ and felt pain. It was further reported that there was a communication problem, and an ins overdischarge was suspected due to patient compliance. It was reported that the patient ¿hadn¿t really needed to use the stimulation¿ and her pain had been good. The patient last felt stimulation two to six months ago, and the last successful recharging session was six to twelve months ago. It was noted that the patient programmer currently had a blank screen, the patient only had rechargeable batteries, and the patient changed the batteries. It was noted that the screen continued to stay blank. It was reported that the patient¿s next appointment with her healthcare provider was on (B)(6) 2013, but she might contact her healthcare provider to move up the appointment to have them look at the ins pocket site as well. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, it was reported that the patient was not able to charge their implantable neurostimulator (ins). It was reported that it was real tender. It was reported that the patient saw an ¿I¿ with a circle around it.

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3550-39 lot# n245116, implanted: 2010 (B)(6); product type accessory product ID 3777-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 37743 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was still in overdischarge (od) as the patient hadn't used the device in 2 years. Communication problems were again reported. The patient's foot neuropathy had returned and the patient was hoping to get the stimulator back up and running again so she could use it for the neuropathy. The patient was advised to contact her physician for a physician mode recharge. Additional information was requested regarding the outcome, if received, a follow up report will be sent.